Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when the doctor performed a self-check on the ventilator, he found that the ventilator displayed a battery failure with no error code and was alarming. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The authorized service provider (asp) evaluated the device, and it was detected that there was a problem with the ventilator¿s battery power supply. After replacing the ventilator battery with a new one, it resolved the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.